Event description:
Technician alleged that the head section would not lower.

Manufacturer narrative:
Technician found that the left gas springs were leaking fluid. He replaced the gas springs and the head section functioned properly. He found this stretcher out of service in a repair area and there were no alleged injuries.